Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's machine flow sensor and active exhalation control module were replaced to address the issues. There was evidence of dust and dirt contamination. In addition of the above evaluation, the blower bellows, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly due to contamination, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.